Event description:
Pt reported that ever since pt switched to a new device 2 months ago their blood glucose levels have been extremely high (in the 500's [mg/dl]). Pt has been working with their physician and they have been increasing their basal rates, but that has not worked. The only way the pt has been able to reduce their blood glucose is to deliver a bolus, which works, but it takes about 2 hours for their blood glucose to come down. Pt and their physician feel the device is to blame for the high blood glucose. No error messages were generated by the device.